Event description:
During the device evaluation, it was found that the control unit was sticky on the videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause was determined to be some form of stress, such as damage or deterioration of parts ¿ specifically, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.